Manufacturer narrative:
The affected device was checked onsite by a 3rd party service technician. Additionally, the logbook of the affected device was provided for further investigation at the manufacturer¿s site. Based on the log file analysis the reported warm start could be confirmed. Two entries were logged indicating a warm start. However, it was not possible to finally identify the root cause of these warm starts. It was finally assumed that very likely an electro-magnetic disturbance or an electro-static discharge above the defined immunity level according to iec 60601 triggered the warm starts. Electro-magnetic disturbances or electro-static discharge currents may corrupt internal data of the device and can be caused e.g. By a loose contact of the connecting cable between the device housing and the operation panel. The device reacted as specified to this deviation by initiating a warm start to ensure proper integrity of the internal data after the electro-magnetic or electro-static event. For a warm start, the device switches itself off for a short time and then on again and during this time opens the emergency breathing valve to allow spontaneous breathing of the patient. After successfully completing the start sequence (approx. 8 seconds), ventilation is continued with the previous parameters. The device generates an audible and visual alarm in order to alert the user of the situation. The logbook does not show a technical fault at the time of event. Furthermore, the device passed the test according to the manufacturer¿s certificate which was performed onsite after the reported event had happened. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device restarted itself during use on a patient. There were no patient consequences reported.

Manufacturer narrative:
The investigation was started; the results will be provided in a follow-up report.

Event description:
It was reported that the device restarted itself during use on a patient. There were no patient consequences reported.